Event description:
The customer reported that the device was depleting the installed battery prematurely. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and found the installed battery depleted. The device was not able to provide defibrillation therapy in the received condition. Extensive device testing at the failure analysis center was unable to determine the cause of the reported failure. A replacement device was provided to the customer.